Manufacturer narrative:
B5: describe event or problem, d1: brand name, d4: catalog number and unique identifier (UDI)#.

Event description:
It was reported that, during an internal fixation surgery, the interightan 7.0mm compression screw starighter drill snapped inside of the patient, the broken end was retrieved from the patient. This placed a considerable amount of time on to the surgery. It is unknown how the procedure was completed.

Event description:
It was reported that, during an internal fixation surgery, the intertan 7.0mm compression screw starighter drill snapped inside of the patient, the broken end was retrieved from the patient. This placed a considerable amount of time on to the surgery. It is unknown how the procedure was completed.

Manufacturer narrative:
Additional information: d4 (lot number & expiration date added), h4 (manufacturing date added). Corrected data: b5 (corrected typo in narrative), d9 and h3 (device was returned to manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions), h10 (results of investigation). Results of investigation: the associated device was returned and evaluated. The visual inspection revealed that the tip of the device is broke off. The piece was returned. The device shows signs of significant wear and use. The clinical/medical investigation concluded that, this case reports ¿the compression screw drill snapped inside of the patient.¿ as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. It has been communicated that, ¿the broken end was retrieved from the patient.¿ additionally, the procedural delay was reported as a ¿considerable amount of time¿ spent in surgery. How the procedure was completed was not specified. No additional information was provided. Therefore, no further clinical/medical assessment can be rendered. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, this case reports ¿the compression screw drill snapped inside of the patient.¿ as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. It has been communicated that, ¿the broken end was retrieved from the patient.¿ additionally, the procedural delay was reported as a ¿considerable amount of time¿ spent in surgery. How the procedure was completed was not specified. No additional information was provided. Therefore, no further clinical/medical assessment can be rendered. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use file is not applicable for this instrument. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2022-00133760-1

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the 7.0mm compression screw starter drill snapped inside of the patient, the broken end was retrieved from the patient. This placed a considerable amount of time on to the surgery. It is unknown how the procedure was completed.